Event description:
It was reported that during a low anterior resection procedure, after positioning and firing the device, the distal staple line was incomplete. The rectal stump was repaired and the anastomosis was completed successfully. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.